Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to check the volume of the dispensers 1 and 3, perform a meia check, and decontaminate lines 1, 3 and 4 with new solution. After performing all of the recommended troubleshooting, the calibration passed. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.